Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 372138) was examined visually under magnification. The driver was broken diagonally at the tip with no signs of ductility. This could be an indication of off-axis loading. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
The reported 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 372138) was not returned for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
It was reported during surgery that the driver tip broke while inserting the locking screw in the aculoc2 plate. The surgeon removed the broken piece from the patient's body. The surgery was completed with a replacement device of the same model immediately resulting in no delay. No other patient consequences were reported. This report is related to report number 3025141-2024-00768 for the screw involved in this event.